Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during prime. The home patient (hp) stated that the supply line was leaking. The hp stated that she had to keep the supply clamp closed. The technical service representative (tsr) advised the hp to restart with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012 product surveillance contacted the hp regarding this event. She did not notice anything that may have caused the reported event. There were no samples or lot numbers available. There was no injury or medical intervention reported. Therapy has been going well since, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.